Event description:
Too low na-values was measured on an abl825 blood gas analyzer. No alarm was issued. The low na value is due to reduced lifetime of a reference membrane caused by a high frequency of a protein remover process. There is no allegation of death or serious injury in the reported information. The malfunction was observed at routine comparative measurements.